Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) was received by the synthes complaint handling unit. Additional information was received on (B)(6) 2014, reporting that the procedure was completed successfully with no complications with the exception of the breaking of the tip of the drill bit that was completely removed by the end of the case.this report is 1 of 1 for (B)(4).